Event description:
Per the audioiogist's this patient's cochlear implant would not connect to the programming software or the intergrity test software in 2006. His surgeron explanted the device ten days later and reimplanted a new one.